Manufacturer narrative:
(B)(4). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the touch screen on the unit is frozen and will not allow the user to make any changes. The reported issue occurred during the start-up test. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the touch screen was not responding to inputs. The fsr replaced the front panel assembly and the unit passed all diagnostic tests. The front panel assembly has been received by the carefusion failure analysis laboratory. Upon completion of the evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to fluid ingress.